Manufacturer narrative:
Ous MDR - the analysis of the ICD revealed no indications of a device malfunction. The battery depletion was confirmed and resulted from excessive charging due to oversensing, caused by lead damage. The analysis of the lead as well as the analysis of the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - lumos (B)(4) was found to be in eos due to multiple aborted charging cycles. No adverse patient side effects have been reported. Linox sd 75/16, (B)(4), MDR 1028232-2010-01511.